Manufacturer narrative:
Additional information: h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of one-link needle-free IV connectors leaked. The leak occurs ¿between the needle free connector and connecting tube¿ from an unknown syringe kit. The leak is observed when the psi reaches 240psi from the power injector. There was no patient injury or medical intervention associated with this event. No additional information is available.